Event description:
The device is not expected to be returned. The surgeon reported the valve is clogging. He reports the four holes for which the csf is to pass through are too small. No pt injury was reported. Additional info was requested from the reporter.